Event description:
Based on additional information received on (B)(6) 2012, this case was upgraded from non-serious to serious. The below narrative includes an initial report from a physician via (B)(6) sales representative on (B)(6) 2012, plus subsequent follow-up: a currently (B)(6) female received three single vial sessions of injectable poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date unknown) in the temples, labiomental crease, cheek lines and forehead (illegible text) on (B)(6) 2012, respectively, to improve cosmesis. For the first session on (B)(6) 2012, the poly-l-lactic acid injection was reconstituted with 5cc of sterile water and 1 cc of lidocaine 1.0%. A topical local anesthetic, blt cream, was used to prepare the patient for the injection. Hydration time was 4 days. A cross-hatch, fanning technique was used with deep dermal injection. Massage was performed during the treatment and then by the patient. For the third session on (B)(6) 2012, (lot number a2050, and expiration date january 2015), the ploy-l-lactic acid injection was reconstituted with 10cc of sterile water and 1 cc of lidocaine 1.0%. A topical local anesthetic, blt cream, was used to prepare the patient for the injection. Hydration time was 3 days. A cross-hatch, fanning technique was used with deep dermal injection. Massage was performed during the treatment and then by the patient. It was reported that the first two treatment sessions were uneventful. On (B)(6) 2012, the physician had initially reported that the patient had experienced radiating pain into her scalp following the injection into her forehead on (B)(6) 2012. In the follow-up report on (B)(6) 2012, the physician reported that the patient experienced an adverse event (B)(6) weeks after her injection on (B)(6) 2012. Specifically, it was reported that on (B)(6), the patient experienced tenderness at the injection sites, and vague, diffuse tingling and discomfort in her forehead/scalp. There was no abnormal scarring, no visible signs of inflammation or discoloration. There was no evidence of the development of any systemic process after any of the injections. There were no nodules or papules. There was no evidence of any permanent impairment of a body function/body structure. Medical history included a remote reaction (unknown) to penicillin. The patient had no history of immunological or collage-vascular disease. No biopsy was performed. No surgical intervention was performed. Corrective treatment to decrease inflammation consisted of a short course of oral prednisone 10mg taper pack from (B)(6) 2012; and intermittent ibuprofen 400-800 mg three times daily as needed starting on (B)(6) 2012. This treatment was not required to preclude any permanent impairment of a body function or damage to a body structure. The physician suspected a possible causal relationship between the poly-l-lactic acid and the events. The physician also reported that the patient's anatomy may also have played a role in the events. Concomitant medications, if any, were not provided. At the time of report, the events had been ongoing (not recovered) for 2.5 months. No further relevant medical information was provided.

Manufacturer narrative:
Additional information for poly-l-lactic acid (lot # and expiration date unknown) from (B)(4) dated (B)(4) 2012, received by (B)(6) on (B)(6) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in us and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the events reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041,batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, batch a1050,batch a1051, batch a1052, batch a1053, batch a1054, batch a1055, and batch a1056. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for market; nevertheless; since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible.